Event description:
Boston scientific crm received information that this patient with this pacemaker passed away three months following the initial implant procedure. There were no allegations against the device or leads attributing to death, however, the coroner is requesting analysis of the products for proper function to assist with the coroners investigation. An autopsy was performed and the preliminary findings were congestive heart failure, hypertensive cardiovascular disease, renal insufficiency and recent scalp injury. The patient's history included atrial fibrillation, dizziness and a syncopal episode about 12 hours prior to death. During extraction of the pacing system, it was noted that the right ventricular lead was severed. The device and leads will be returned for analysis.

Manufacturer narrative:
At this time, the device and leads have not been returned. When they do get returned, a thorough analysis will be performed and this event will be updated accordingly.